Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer's site. The reported complaint of "the thermogard xp ivtm system displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review but not confirmed during the functional testing. The investigation findings revealed a defective lm 34a/b temperature sensor, which most probably caused the console to display tcmid:05 intermittently. The root cause for the defective temperature sensor could be due to normal wear and tear. The thermogard console is a reusable device and was manufactured in january 2013, and it is over 7 years old, exceeded its expected service life of 5 years. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed to have occurred on the customer reported event date; thus, confirming the reported complaint. The root cause for tcmid:05 was due to the defective lm34a/b temperature sensor. The defective lm34 temperature sensor was replaced to address the issue. The thermogard xp ivtm system passed the initial functional testing, unable to duplicate the customer's reported complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
During ivtm treatment, the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:05 (coolant diff failure) error message. The customer was unable to clear the error message. Another ivtm system was used to complete patient treatment. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.